Event description:
It was reported by the customer through the emergency support program (esp) that during a patient's therapy with the sensation plus 50cc intra-aortic balloon (iab), a fiber-optic sensor failure alarm was present. No harm was reported. Assistance was provided with ap cable setup and transducer zeroing, resulting in acquisition of an appropriate a/p signal.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.